Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the ok, up, and down, keypad buttons were under-responsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 05/22/2015 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that the contrast keypad button was intermittently responsive: the reported issue was not duplicated. The keypad cover was removed, and evidence of contamination was found under the contrast key contact; this device failure directly caused the aforementioned contrast button responsiveness issue.